Event description:
It was reported that (1) device was used during a laparoscopic gall bladder. It was reported by the affiliate that the 512s gasket is torn. There was no consequence to the patient. Also (6) sterile devices are being returned along with this device.